Event description:
A customer reported that waveforms were not being displayed at the cic (central station). No death or serious injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.